Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the battery status was end of life (eol) at 2.39 volts. A longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial laboratory analysis revealed a possible performance issue concerning longevity. No adverse patient effects were reported.